Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
(B)(4). Wedge the analysis results found that the (B)(4) device was received in good visual condition and with no cartridge reload present. After further inspection, the firing mechanism was noted to be damaged. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left sled wedge was found damaged. It is possible that the cartridge reload was loaded incorrectly resulting in the damaged to the wedge band. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an atypical lung resection procedure, at the fourth firing of this device on the lung parenchyma, the staples failed to be properly formed. They were actually fired closed. A different stapler was opened and used to carry out and finish the case. There were no adverse patient consequences.